Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a patient session, the programmer's stylus was unable to highlight or change the screen parameters. At one point, the programmer became totally frozen. In addition, attempts were made to re-calibrate and replace the stylus, but the issue remained. The user then made several attempts to reboot the programmer, but received a system error. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: unable to confirm stylus was unable to highlight of change screen parameters. Stylus successfully completed calibration. Unable to confirm programmer would become frozen. Broken display latch hasps. Replaced latch hasps. Broken tabs on power cord door. Replaced power cord bay. Broken keyboard slide rail cover. Replaced rail cover. Stylus tip is separating from main pen body, however it is functional. Replaced and calibrated stylus. Hard drive health is 91%. Replaced and re-imaged hard drive as a preventative measure. Reconfigured hard drive, reloaded and updated software. Device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.